Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the drawer failure. A field service engineer replaced the controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, drawer was not being detected on the communication bus. The customer stated that the malfunction occurred when user trying to retrieve medication from drawer, caused a delay as the medication was dispensed from the pharmacy. There were no adverse events or injuries reported based on this event.